Event description:
The customer reported that the 3100a ventilator did not meet a performance specification. While on a patient, the ventilator stopped twice and reportedly did not alarm. The patient was not compromised.